Manufacturer narrative:
B5: upon follow up it was reported that there was not a causal relation between the patient's death and the homechoice claria device. It was further reported that there was an incorrect use of the device by the mother for approximately four weeks; therefore, the most likely cause of the event was due to use-related error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient suddenly passed away. The patient was not connected to the homechoice claria at the time of death. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was reported that an autopsy was not performed. It was not reported if therapy was ongoing prior to death. No additional information was available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with homechoice claria were reviewed. The review showed that there was no therapy data from (B)(6) 2023 (reported occurrence date). There were no findings available associated with the reported event. There was no device malfunction identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.